Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a computerized tomography (CT) scan was performed 3 days post-ventricular assist device (vad) implantation to reveal possible loss of the gray white matter junction in the right superior frontal lobe resulting in a possible cerebrovascular accident (cva). The care team reported ¿neurology isn¿t convinced that the CT is abnormal¿. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient received a heart transplant. The patient had some very mild residual left-sided weakness which continues to improve with physical/occupational therapy. A follow-up computerized tomography (CT) showed no new areas of abnormality and no acute intracranial hemorrhage.